Event description:
It was reported that the physician was not comfortable with the lack of helix response at the time of implant. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. The helix extends and retracts within product specification. Outer insulation breached cut. Blood in/on helix/lobe mechanism.